Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 337 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind and displacement test. Insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test or excessive no delivery test due to compromised force sensor system alarm.